Manufacturer narrative:
One used y adapter was returned for evaluation. The broken component, the tip of the y adapter, was also returned. Visual inspection confirmed that the tip of the adapter was broken away from the 3.0mm y body. The bond of the y adapter tip was intact, and there was evidence of bond between the body and the tip of the y adapter. The break site on the y body exhibited a jagged appearance. The break site on the y tip also was jagged in appearance. A piece of unknown cut tubing was also present on the distal end of the t tip. The manufacturing process was reviewed and no definitive root cause could be determined. All information reasonably known as of 20-oct-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. All information reasonably known as of 14-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the y adapter was broken, per additional information received 5 sep 2017, the patient did not need to be re-intubated, but the y adapter was replaced. During this event, it was not possible to manually ventilate the patient, so the patient breathed spontaneously for several minutes. No further information has been provided at this time.